Event description:
An incorrect glucose reading issue was reported with the Abbott Diabetes Care (ADC) device. A customer reported unspecified inaccurate readings received from the ADC device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as shaking, loss of consciousness, fall, but was able to recover and self-treat with food and baqsimi glucagon. Subsequently, the customer had contact with a healthcare professional (HCP) who obtained a 200 mg/dL glucose result and performed stitches from fall; however, other details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.